Manufacturer narrative:
(B)(4). Batch # 582a98. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one gst60g reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the reload was received fully fired.

Event description:
It was reported that during a single anastomosis duodenal switch procedure that one single staple was malformed and extending away from the tissue. The single staple was removed, and the procedure proceeded as normal. There were no adverse consequences for the patient.